Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and based on the information provided by the account, the reported migration (partial clip movement) appears to be due to the tissue damage of the anterior leaflet. A cause for the reported tissue injury/damage cannot be determined. Tissue damage/injury is a known possible complication associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. An xtw clip was successfully implanted. To further reduce mr, an xt clip was inserted and grasping was performed. However, after some grasping attempts, it was noted that the xtw partially detached from the anterior leaflet and remained attached to the posterior leaflet. The xt clip was then implanted to stabilize the xtw clip, reducing mr to a grade of 4. There was no clinically significant delay in the procedure.